Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision of the left knee on (B)(6) 2018 revision due to failed left knee arthroplasty. Depuy components were placed.

Event description:
Index surgery: on (B)(6) 2014. Revision of the left knee on (B)(6) 2018 revision due to failed left knee arthroplasty. Depuy components were placed. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-00149, 1038671-2019-00151, 1038671-2019-00152.

Manufacturer narrative:
Type of reportable event: the revision reported in the experience was likely the result of fracture of the tibial tray/stem extension junction. Inadequate information is available to determine the cause of the prosthesis fracture. After further review of additional information received the following section(s): patient identifier, date of report, event and type of reportable event have been updated accordingly.